Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm low bend medial distal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on an unknown date in (B)(6) 2016, the patient implanted with a 3.5mm locking compression plate and an unknown quantity of unknown screws, presented with pain and non-union. Revision surgery was performed on (B)(6) 2016 during which time the plate and screws were removed. The patient was initially implanted on (B)(6) 2015. This report is 1 of 2 for (B)(4).